Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a small perforation and dissection located in the left main and 1st diagonal coronary artery. The graftmaster device could not cross the lesion due to difficult anatomy. The stent was not implanted. Reportedly the perforation was sealed with percutaneous transluminal coronary angioplasty (ptca) and 3 drug eluting stents. There was no residual dissection or perforation at completion of procedure. There were no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.